Event description:
A caller reported damage to tandem charging cable, which rendered charging supplies non-functional. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the damaged charging supplies through 2-day shipping.